Manufacturer narrative:
The t:slim cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer would "typically" resolve the alarm by changing the pump supplies. The customer's blood glucose level was not impacted. Reportedly, the customer had been using humalog in the cartridge for approximately 6 days. Tandem technical support informed the customer that using humalog longer than 48 hours was against the pump labeling. The customer acknowledged the information.